Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the knife did not return to home position after the second firing on the stomach. The device was fired across an existing staple line. The knife was caught in a deployed staple when the knife returned to home position. The device was released with the manual override lever. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: were there any issues with staple line? No. Were there any issues with the cut line? No. Was the powered reverse button used prior to the manual override lever and did not work or did they go directly to the manual override lever? No information.